Event description:
It was reported that the customer was in the emergency room due to ketones and high blood glucose over 600mg/dl. It was stated that the customer's insulin pump had a blank display, which caused her blood glucose to rose. The customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.